Event description:
It was reported that during a gastroscopy diagnostic procedure, foreign material (tissue type object) came out of the gastrointestinal videoscope channel system. The procedure was completed using the same device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
It was reported that the scope was reprocessed 13 times prior to this procedure. During the reprocessing, the scope was brushed three times with a brush during the cleaning and disinfection process as per IFU, as well as flushed with a flush tech device, processed through a validated aer and placed into a validated drying cabinet prior to this procedure. It was noted that prior to use of the scope, the scope was suctioned, and air/water channels were also checked during pre-procedural checks and the suction, air and water were all working during these checks. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.